Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high thresholds causing the patient to be in bradycardia with a heart rhythm of 30 beats per minute. Surgical intervention was performed and the pacemaker was explanted and replaced. The rv lead remain sin service with a new device. No additional adverse patient effects were reported.